Event description:
Boston scientific received information that the patient with this device previously had their device (cognis p107 sn (B)(4)) left ventricular lead port plugged. A decision was made to implant a left ventricular lead. Prior to the procedure, the patient with this atrial lead experienced an apnea episode and was resuscitated. Device interrogation did not reveal any episodes and normal lead measurements however this lead displayed increased threshold measurements. The device was reprogrammed to maximum pacing outputs. Further interrogation revealed this lead was dislodged. This lead was removed and replaced successfully. In addition, the left ventricular lead was successfully implanted. Upon removal of the atrial lead, visual inspection revealed tissue adhered to the lead's helix. The lead will be returned for analysis. No further patient symptoms were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed tissue entwined in the helix mechanism. Analysis confirmed the lead was electically continuous.